Manufacturer narrative:
No unexpected pump error alarms during testing however, pump error alarm, line number 213 file number 30, is found in the formatted history file due to a software error. No memory/history anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was a pump error during normal use. They were about to give bolus when the insulin pump alarmed and restarted. They had disconnected from insulin pump. The customer's blood glucose level was 91 mg/dl. They were advised to stay disconnected, rewind the pump, and to check the settings, which were okay. After the pump rewound and the reservoir was reconnected, they were asked to program a normal bolus 0.1 unit into air. Bolus was not recorded in daily history. They were advised to rewind the pump again and program another 0.1 unit bolus into air, and check daily history. Only one bolus recorded in daily history. The device will be returned for analysis.